Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 479 mg/dl. Reportedly, the pump indicated a data log corruption, and customer's personal profile settings were erased. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage.